Event description:
It was reported that the user saw three dashes in place of a blood glucose reading on the ilet while using a dexcom g7, with no alert, which was explained as a temporary signal loss between the cgm and the ilet consistent with intermittent communication failure involving the antenna/electrical-magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure attributed to the device¿s antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.